Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station lost the power. The field service engineer found worn spots on the bus cable, hence replaced the bus cables and tested all drawers to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station was in offline mode. The customer reported that while pulling out medication, a message came across the screen advising "power source failure'. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.